Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, osteolysis and loosening of the femoral stem and tibial stem at the cement to implant interface. Cement manufacturer is unknown. Update 8/24/2017 and 8/30/2017 der and records reviewed for reportability. It was identified and confirmed with depuy product engineer for lps system that the usage of the le intrcl str d tail assm 55mm with lps cemented stem 12x125mm str and lps cem fem stem 13x150mm bow as a construct across the patient's knee joint (stem cemented in distal femur and stem cemented in proximal tibia, with the le intrcl str d tail assm 55mm bridging the knee joint) to functionally fuse the knee joint (see included x-rays) is an off label use of these products and possibly the reason for their failure, requiring revision surgery. Complaint updated on: 9/21/2017.